Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 43 mg/dl. He took about 5 sugar tablets, ate donuts, and drank milk to treat his blood glucose level. The customer believed the insulin pump had a delivery anomaly. The customer was feeling light headed, was sweating, and shaking. The displacement test passed. The no delivery alarm was caused by the reservoir empting into his body. The device was not returned.